Manufacturer narrative:
Investigation results: the visual inspection showed rust on the guidant logo, mfg and lot number on drive. It was also observed that galling was present inside the sliding block (large & small pinion holes) and the spud drive and bearing surfaces. The observed galling is an indication that the user had encountered difficulties when turning the handle and stick as reported. The reported failure was confirmed. Next, the handle was rotated on the drive assembly. When the handle was rotated, the left sliding block traversed along the rack with no non-conformities found. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, one ultima activator drive ii had burrs inside the track where the handle spins which caused the handle to stick "drive handle difficult to turn" while trying to open the chest. The same device was used with difficulty to complete the procedure. No patient complications were reported by the hospital. Staff then went to the second ultima activator drive ii which had been sterilized and not used during any procedure and it too had the exact same problem. The maquet account manager confirmed with this account that they use a milk bath to help lubricate their metal instruments and that these are relatively new devices. This report is for the first device.